Manufacturer narrative:
Initial reporter phone no. : (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed during the priming of a polyflux 14l. There was no patient involvement. No additional information is available.